Manufacturer narrative:
Mindray representative collected logs from the sv600 for review and confirmed that the system performed per specifications. The logs analysis shows the following: on december 4, 2023, the sv600 completed the last ventilation at 11:35 am. The unit was turned to standby status by the user at that time. The next day, december 5, 2023, the customer reported that the patient was transferred at 10:40 am, and the logs show that no ventilation operation was started by the user and the sv600 was kept on standby. On the same day after this case, the logs show that the users conducted a system check on the ventilator at 11:16 am and started the ventilation operation. No faulty alarms or errors were recorded in the system logs during the times reported above. In conclusion, the user didn't switch the sv600 ventilator from standby status to start the ventilation operation; the unit was still in standby status at the time of the occurrence (10:40 am on december 5, 2023). It was confirmed that the ventilator was working properly at the hospital, and no device malfunction was confirmed.

Event description:
It was reported after treatment in the cardiac surgery unit, the patient was returned to the ICU at 10:40 am on december 5, 2023 and suffered a cardiorespiratory arrest due to hypoxia because the sv600 ventilator (sn# (B)(6) might not be switched on during the transfer process. The patient was successfully resuscitated.